Manufacturer narrative:
An event of paravalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the cause of the reported perivalvular leak could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the information available abbott cannot further speculate on why the reported event occurred.

Event description:
It was reported that on (B)(6) 2024, a 25mm epic plus mitral valve was chosen for a redo mitral valve repair (mvr) procedure. During procedure, it was unsuccessful due to mitral annulus calcification, which prevented the annulus and cuff from approximating during suturing. A high likelihood of paravalvular leak (pvl) was noted and a new 27mm non-abbott valve was chosen and completed the procedure. The patient was reported stable and there was no adverse patient effect.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.